Event description:
It was reported the patient underwent a diagnostic cardiac cath procedure. Additional angiography was requested to determine if intervention was required. The procedure sheath was sutured in place until the interventional cardiologist was available. Additional angiography and ivus were performed, no intervention was required; the patient had been anticoagulated with heparin for the exam. An angio-seal was used to close the puncture site. The puncture was stated to be a single, clean stick and the patient was an appropriate candidate to receive an angio-seal device. A few hours later, the patient developed symptoms of retroperitoneal bleeding. The patient underwent surgical exploration and was admitted to the intensive care unit (ICU) for several days. The surgeon stated there was only one arteriotomy present and that is where the angio-seal was deployed. The source of the bleeding was not found. The physician stated it was highly unlikely that the angio-seal was responsible for the bleeding; there was no visible hematoma anterior to the access site. The patient recovered and was discharged from the hospital.

Manufacturer narrative:
No product was returned for evaluation. No other incidents have been reported with this lot number. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the retroperitoneal bleeding remains unk. The angio-seal device instruction for use (IFU) state that the bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site, if necessary, monitor pedal pulses. The IFU state the safety and effectiveness of the angio-seal device has not been established in patients with pre-existing autoimmune disease.